Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to reproduce the reported failure. It was observed that there was no event code from the date of the reported event logged into the device¿s memory.physio-control advised to replace the system pcb assembly but the customer decided not to have the device repaired considering the age of the device.

Event description:
It was reported that after the device was turned on to start resuscitation of a patient, the service indicator illuminated and the device was not able to charge defibrillation energy.after a while the device was turned off and back on and the service indication was not showing anymore and the device could charge and shock defibrillation energy.it was specified that the device was turned on after it was disconnected from ac power and that third-party therapy electrodes were used during the event. The patient was in a ventricular fibrillation rhythm. After he received a defibrillation shock, the patient was back to a normal rhythm.